Manufacturer narrative:
The c503 analyzer serial numbers are (B)(6) and (B)(6) the investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for four patient samples tested with lactate dehydrogenase acc. Ifcc ver.2 on two cobas c 503 analytical unit analyzers. It is not known which of the two c 503 analyzers was used for each measurement. The first sample initially resulted in an ldh value of 558 u/l and it repeated as 249 u/l. The second sample initially resulted in an ldh value of 741 u/l and it repeated as 522 u/l. The third sample initially resulted in an ldh value of 304 u/l and it repeated as 161 u/l. The fourth sample initially resulted in an ldh value of 778 u/l. The sample was repeated five times, resulting in values of 701 u/l with a data flag, 499 u/l, 303 u/l, 290 u/l, and 267 u/l.

Manufacturer narrative:
Based on the provided sample pictures, the sample was slightly hemolytic. The concentration of ldh in erythrocytes is 160 times higher as serum, so in case that in the sample is a small amount of erythrocytes it might interfere strongly and may lead to false positive results. Upon review of alarm trace data, many aspiration errors were observed. This is a strong indicator of poor pre-analytic sample handling. Based on the provided data, the mixer and cell rinse need to be adjusted. The water pressure needs to be adjusted and a hardware performance check was outside of specifications. The field service engineer found gel traces on the sample probe. This is an indicator of poor sample pre-analytics. The investigation determined the issue is consistent with insufficient pre-analytic sample handling and hardware mis-adjustments.